Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified to be underweight, and a broken shell. A microscopic analysis was performed which identified a sharp edge broken assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp in the patch/shell bond edge side assessed as unidentified (tear) opening.

Event description:
Patient reported a left side implant exchange with no complaint against the device. Healthcare professional reported left side rupture. Device has been explanted.